Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. The customer's blood glucose level was 128 mg/dl. The customer reverted to alternative method of insulin therapy; however, a replacement pump was sent to the customer.